Manufacturer narrative:
The following field has been updated. H.6. Imdrf annex a code. Changed from a150102 - difficult or delayed activation to a0401 - break.

Event description:
The needle guard failed to function leaving the dirty needle unprotected. Pink plastic breakage at the rotation axis. Risk of pricking product not stored for analysis.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle guard failed to function leaving the dirty needle unprotected. No injuries were reported. The following information was provided by the initial reporter: the needle guard failed to function leaving the dirty needle unprotected. Pink plastic breakage at the rotation axis. Risk of pricking product not stored for analysis.

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Initial reporter email: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle guard failed to function leaving the dirty needle unprotected. No injuries were reported. The following information was provided by the initial reporter: the needle guard failed to function leaving the dirty needle unprotected. Pink plastic breakage at the rotation axis. Risk of pricking product not stored for analysis.